Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 120mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst before it reached the normal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, severely tortuous and non-calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 120mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst before it reached the normal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 120mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst before it reached the normal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, severely tortuous and non-calcified. The device was returned for analysis, and the evaluation was completed on 12aug2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.